Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2014. During a follow-up performed on (B)(6) 2020, non-physiological signals were observed in the ventricular channel in the episodes stored in the device memory. In addition, the ventricular autosensing histograms showed sensing to be spread all over the possible ranges. No cycle of ventricular noise was recorded in the statistics. The ventricular pacing rate was of 100%. In the previous follow-up performed on (B)(6) 2019, no anomaly was observed with the subject device. The physician decided to keep the patient under monitoring. The patient did not present any subjective symptoms.